Manufacturer narrative:
(B)(4). G2: foreign - event occurred in norway. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during placement of a screw for a metatarsal fracture, the head of the screw fractured off with minimal force. Screw shaft remained in the patient and the head was retrieved from the patient. The procedure was delayed by approximately 15-20 minutes and was completed without use of other devices. Attempts have been made and all available information has been provided.